Event description:
Pump reported to be set at a rate of 10 ml.hr to infuse a 250 ml bag. Reportedly, the 250 mls were delivered in only 2.5 hours. No specific clinical information was received. No patient injury resulted.